Event description:
Additional information from the consumer reported that the device was replaced due to normal battery depletion.

Event description:
It was reported that the patient not able to make adjustments or do telemetry (both with and without the antenna attached) using the programmer. It was also reported that the patient had no stimulation sensation and "haven't felt stim in a week" from their implantable neurostimulator (ins). The patient did get a new programmer on (B)(6) 2015 but there was no communication with ins. No patient harm was reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3889-28, lot# v963080, implanted:(B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).